Manufacturer narrative:
Follow-up with the reporter: the reporter stated the event date for the complaint was (B)(6) 2013. Investigation results: the complaint pump alarming and turning itself off was confirmed in log. Log review of the pump indicates the infusion was manually stopped at 12:36 pm prior to alarming. The log review displayed the pump alarmed a system error 75 and 123 on (B)(6) 2013 at 12:44pm and 16:15pm. On both occasions the pump turned itself off and then it was manually turned back on each time. The event could not be duplicated. The pump was ran for 24 hours at the same rate the event occurred 7.5ml/hr (dosage- 50mcg/ml) using the customer tubing and an active wireless resulting in no system error 75 or 123 or the pump turning off. The complaint for only 22.7ml infused was not confirmed. Per the log review there was a reading error by the user. When the infusion was started the volume on the pump was not reset back to zero and the pump displayed 227.7ml as its starting point. When the infusion was stopped the pump displayed an ending volume of 239ml. The volume infused during the infusion was 11.3ml (239- 227.7 =11.3ml). Preventative maintenance was performed.

Event description:
Customer complaint reported for a delay in therapy. Customer states that the pump suddenly started alarming constantly and then shut itself off. It continued to alarm until the battery died. The alarming reason display is unk. Nitroglycerin 100mg/250ml vial infusing. The rate was 50.0mcg/ml prior to the alarm. Total volume infused was 22.7ml. No patient injury - the patient was stable with no blood pressure change during this incident. The customer has the vial and the tubing to send in with the pump.